Manufacturer narrative:
This report is being filed to provide and updated information in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. It was determined thatintermediate and final blood culture results were negative, therefore, it was no microbialcontamination was alleged, confirmed or suspected.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in correction: an internal CAPA was intiated to address leaking rotating seals for 2991.terumo bct implemented a correction for this incident. In june of 2019, pvc stem tube jawspreaders were replaced.the manufacturing staff responsible for production of the disposable sets and maintenance of theproduction equipment were made aware of the failures at the jaw spreaders. The proper timingand method for jaw replacement was discussed and reviewed with the staff. This occurred in julyof 2019.the pvc stem tube jaw spreaders, which impacted the integrity of the pvc stem tube/rotatingseal, were inspected in september 2019 for any potential defects and none were found.root cause: the cause of the reported leak was due to a misalignment of the pvc stem tubejaw spreaders impacting the integrity of the pvc stem tube/rotating seal connection, whichsubsequently resulted in a leak post procedure.

Event description:
Per the customer it was confirmed the intermediate and final blood culture results returnednegative.due to EU personal data protection laws, the patient information is not available from thecustomer.

Manufacturer narrative:
Investigation: per the customer, the patient was not on any antibiotics on (B)(6) and the bone marrow graft was from the father of the patient. One used (B)(4) round bag and rotating bag was returned from the customer to terumo bct for investigation in relation to a leak. Initial visual inspection confirmed residual blood was present in the round bag and rotating seal. The customer had placed a haemostat on the pvc tube between the rotating seal and the round bag. Upon rotating the seal, it was noted to rotate freely without any resistance. The orange collar on the pvc stem tube was carefully retracted and the tube junction bond was inspected. Three linear striation marks were noted in the pvc stem tube to seal connection. Striation marks allowed fluid to leak to the exterior of the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a leak occurred on the disposable set when handling and performing the washing process of a graft product from a all-familial transplant procedure for a patient with multiple pre-existing condition. The leak was found at the junction of the central tubing and the beret. Per the customer, they immediately stopped the procedure and clamped the tubing and made every effort to preserve the sterility and volume of the product. The attending physician immediately notified the transplant coordinator, on call physician and the physician incharge of the patient. The customer stated they observed partial loss of the product and were not able to measure the actual quantity. There was 50% of cd34+ cells for grafting and sterility of the remaining product was monitored for next few days (2 additional bacterologies were performed). The laboratory report of the final blood culture and intermediate blood culture for graft were reported as negative. The patient information and outcome is not available at this time.